Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. This patient¿s underlying disease conditions likely played a role in the long-term development of stenosis and regurgitation of this pericardial valve.

Event description:
Through follow up with the healthcare provider edward learned a patient with a 27mm valve implanted 14 years, one month, underwent transcatheter valve-in-valve procedure due to degeneration with both severe symptomatic aortic stenosis and aortic insufficiency. Echo showed thickened leaflets with restricted leaflet mobility. A 29mm transcatheter valve was implanted inside the failing 27mm valve. There were no reported complications. Tee showed trace perivalvular leak with good leaflet function.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information is in process. Based on the information received the cause of the event cannot be determined and clinical observation cannot be confirmed. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a patient with a 27mm valve implanted for 14 years is being evaluated for transcatheter valve-in-valve intervention due to 27mm valve failure. Patient has not yet been scheduled for the procedure.